Manufacturer narrative:
The investigation is ongoing. A follow-up emdr will be submitted within 30 days of submission of this report.

Event description:
During an endoscopic variceal ligation, the physician used a cook 10 shooter saeed multi-band ligator. It was reported that the band did not tighten well and the user was unable to ligate properly. After attaching the barrel to the tip of the endoscope, he put it in hot water to warm it up and managed to use it. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag with an open box and tray from the lot number provided in the report. The label matches the product returned. The loading catheter and 6 bands did not return. Our laboratory evaluation of the returned device could not confirm the report. The device was returned with no bands remaining on the barrel and the trigger cord wrapped around the handle in a post deployment state. Four loose, constricted bands returned with the device. A visual examination of the device was performed. The trigger cord was examined and all twenty deployment beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The trigger cord was intact and not broken. The length of the trigger cord was measured between the knots and was within the tolerance. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device could not confirm the report. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Inadequate storage conditions can contribute to the properties exhibited as described in the customer complaint. The instructions for use advise the user to: "store in a dry location, away from temperature extremes." Prior to distribution, all 10 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic variceal ligation, the physician used a cook 10 shooter saeed multi-band ligator. It was reported that the band did not tighten well and the user was unable to ligate properly. After attaching the barrel to the tip of the endoscope, he put it in hot water to warm it up and managed to use it. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.